Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the display on the pump is too dark for him to distinguish information on the screen unless the back-light button is pressed. He attributes the dark display to a defect and not to poor eyesight. No adverse event alleged. A request was made for the return of the device.